Event description:
Customer complaint - limited data available. Customer stated that the device burned them.

Event description:
Customer complaint - limited data available stated device overheated and burnt her.